Manufacturer narrative:
Manufacturer's investigation conclusion: analysis of the submitted log files confirmed low speed events while the patient was supported by the mobile power unit (mpu). Based on past experience with the hmii lvas and similar reported events, these findings could be indicative of driveline damage; however, no damage was identified through the examination of the distal end of the patient's driveline. Approximately 18.5" of the distal portion of the patient's driveline (dl) was replaced. The driveline was tested for electrical continuity in the condition that it was received and did not reveal any discontinuities or shorts. The pins of the metal connector appeared free from deformation. The silicone jacket and clear bionate were unremarkable. Minor breakdown was observed on the metal braided shield layer, approximately 2.5¿ from the metal connector. Visual inspection of the driveline revealed no evidence of mechanical damage or breakdown of the wire insulation. The driveline was then submerged in a saline solution for hi-pot testing to further verify the integrity of each wire's insulation. This test did not reveal any areas of current leakage. On (B)(6) 2020 the center reported that the patient has not had any issues or alarms since the repair. The patient was discharged back home and will continue with normal follow-up. The patient remains ongoing on heartmate ii lvas and no additional complaints have been reported at this time. The hmii lvas IFU and patient handbook explain that all hm ii lvas drivelines have the potential for wire/shield breakdown to occur dependent on length of use and movement/flexing over time. Information regarding driveline care can also be found in both of these documents. This IFU also outlines all system controller alarms (including low speed advisory and low voltage hazard alarms), as well as how to respond to such events. The heartmate ii lvas IFU (document #10006960, rev. C) is currently available. The section entitled ¿pump performance monitoring¿ under patient care and management covers wear and tear to the percutaneous lead. Section 7 of this document outlines all system controller alarms (including low speed advisory and low voltage hazard alarms) and how to respond to such events. The heartmate ii lvas patient handbook (document #10006962, rev. B) is also currently available. The patient handbook contains a section on ¿caring for the driveline¿; however, all heartmate ii lvad drivelines have the potential for wire/shield breakdown to occur dependent upon length of use and patient handling. This handbook also contains the following information: section 2 (how your heart pump works) - battery power gauge: yellow diamond = less than 15 minutes of battery power remain. Appearance of this symbol indicates an advisory alarm. If the yellow diamond comes on, promptly replace the low batteries with two fully-charged batteries, or switch to the power module. Do this as soon as possible. Section 3 (powering the system) - summarizes the use of the 14v batteries. This section states "two new heartmate 14 volt lithium-ion batteries provide ten to twelve hours of support" and instructs the user to connect to the power module prior to sleeping in case the batteries run out of power and low power alarms are not heard. This section also warns "you must always connect to the power module when sleeping, or when there is a chance of sleep. You may not hear the system controller alarms when you are asleep." Section 5 (alarms and troubleshooting) - all alarms, including the low voltage hazard, as well as the proper actions to take if the alarms cannot be resolved. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Section d4: additional information.

Manufacturer narrative:
Patient identifier, age or date of birth, sex, weight: additional information.

Manufacturer narrative:
The patient remains on lvad support with no further issues reported. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that a low speed advisory alarm went off and lasted for 30 seconds, however, upon interrogation it showed multiple low speed alarms dropping to 6500 rpm and intermittent increase in power on (B)(6) 2019. She is currently set for a speed of 9000 rpm. During the events she reports feeling the speed drop, and a ¿grinding¿ sound. Auscultation of device in clinic seems within normal limits. An x-ray was performed which showed a suspicious area on the 3rd image that showed controller connection. The areas was about 4 inches from where the lead plugs into the controller. Technical service representative performed a drive line replacement 3 inches from the exit site, in total 22 inches of drive line. There were no alarms after the repair. Patient remained on ungrounded patient cable until analysis was being completed.